Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby1857 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a powerpicc solo was broken external to the patient's arm. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample terminated between the 41cm and 42cm depth markings. Usage residues were observed throughout the sample. A permanent kink impression was observed between the 5cm and 6cm depth markings. A longitudinally aligned split was observed at one corner of the kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the kink impression site during manual manipulation. Microscopic inspection of the split region confirmed material buckling and discoloration. The split edges appeared finely granular. The split features, material buckling and kink impression were consistent with damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter securement/maintenance technique may have contributed to the damage. A lot history review (lhr) of reby1857 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a powerpicc solo was broken external to the patient's arm. No other information was provided.